Manufacturer narrative:
H.6. Investigation summary: two photos were provided to our quality engineer for investigation. Upon visual inspection, the photos display two injectors connected to a 50ml and 60ml syringe. While there was no visible damage or defects on the injectors, it was observed that the injector luer was threaded completely onto the 60ml syringe but it was not fully lured onto the 50ml syringe. Product undergoes inspections throughout the manufacturing process, including testing to verify all critical dimensions are within specification such as the luer threading. As the lot involved in this incident was unknown, a device history review could not be performed and additional samples could not be evaluated. While we did not know the exact lot involved, three retained injector samples from lot 1910109 and three from lot 1909103 were inspected, verifying all luer dimensions were within the required specification. Based on the available information we are not able to identify a root cause related to the injector or our manufacturing process at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd phaseal¿ optima injector (n35-o) tip broke off "easily" during use when connected with the syringe. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we are continuing to have issues between the injector and the 50ml syringe ¿ the syringe tip is breaking while connecting. The n-35 o breaks easily. The design seems flimsy. We believe that it was tested for size and fit with the old 60ml syringes because we attached one to a left over 60ml syringe that we had and it fit. The injector luer-locks all the way into the threads of the 60ml syringe which is not the case with the 50ml syringes. We are wondering if they changed the size or threading when the 50ml syringes were made and now the n-35 doesn¿t fit. If you bend the connection at all on the 50ml it is loose and flimsy, however the 60ml is secure."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd phaseal¿ optima injector (n35-o) tip broke off "easily" during use when connected with the syringe. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we are continuing to have issues between the injector and the 50ml syringe ¿ the syringe tip is breaking while connecting. The n-35 o breaks easily. The design seems flimsy. We believe that it was tested for size and fit with the old 60ml syringes because we attached one to a left over 60ml syringe that we had and it fit. The injector luer-locks all the way into the threads of the 60ml syringe which is not the case with the 50ml syringes. We are wondering if they changed the size or threading when the 50ml syringes were made and now the n-35 doesn¿t fit. If you bend the connection at all on the 50ml it is loose and flimsy, however the 60ml is secure."